Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 460 units of insulin, and upon waking up, the pump showed that the customer ran out of insulin. The customer's blood glucose level was 400 mg/dl, which was addressed with manual injections. The customer loaded a new cartridge and received an accurate fill estimate.